Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg would not hold a charge for more than 10 minutes, and they have not had therapy for at least 6 months. As a result, surgical intervention may occur to address the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on apr 19, 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.